Event description:
It was reported the patient had an infection ¿right after¿ the implantable neurostimulator (ins) was implanted 2 weeks ago. It was reported that the health care provider took the staples out, which were causing pain, and that ¿it was red and sore.¿ the patient was put on a different antibiotic and the swelling went down and there were ¿no bandages.¿ it was further reported the patient was unable to adjust stimulation and the patient programmer displayed a no communication screen. It was reported the battery on the ins was low. It was then reported that the patient was getting communication with the recharger and was able to turn stimulation on. The last time the patient recharged was on wednesday, and the ins was reported to be at 2/3 battery. The patient was reportedly not feeling stimulation which began yesterday when the patient went in for a procedure and turned the ins off. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information received reported that the patient was cleared from the infection on (B)(6)-2013. It was noted that the infection was only in the patient¿s implantable neurostimulator (ins) pocket. It was noted that antibiotics were not given. It was noted that the device was not removed and the patient had no complaints. No cultures were taken.

Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. Physician product ID: neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).

Event description:
Additional information received reported that the patient was seen by a manufacturing representative and reprogrammed. It was noted that the health care professional (hcp) talked with the patient by phone on (B)(6)-2013 and the patient had no further complaints